Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection, close latch, and downstream pressure check were performed. According to the investigation, the reported problem regarding alarm when latch closed could not be duplicated. However, the pump ehl confirmed one instance of the reported alarm. Further investigation found the pump dso and uso sensor was within nominal range. No fault found and no action taken.

Event description:
Information was received indicating that a smiths medical pump alarms when latch is closed. There was no patient present at the time of the event. This issue occurred during testing. There were no reported adverse events.